Event description:
A call to technical services was made on 4/11/2013 stating that this lead was in the right abdomen and was experiencing intermittent capture and oversensing. The lead was replaced but still using the same device. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).